Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2011, abbott point of care was contacted by a customer regarding an I-stat troponin cartridge that yielded a potential false positive result of 0.11 ng/ml on a pt. Based on the info available there were no injuries associated with this event.